Event description:
Two years after getting implants, I was diagnosed with severe depression and anxiety. I remember being exhausted all the time, but doctors just dismissed it to being a mom. I remember my children, ages (B)(6) and (B)(6) at the time, getting up early and making their own bowl of cereal and watching tv while I slept until 10am. I remember going back to work and my life being like groundhog day. Brain fog galore! Yes, I'm a mom with a busy life, "it's normal, but take this medication." Then baby #3 arrived. The symptoms continued and in 2007 I started getting frequent headaches and painful bladder spasms and was diagnosed with interstitial cystitis, which is an autoimmune response that was attacking my bladder. Shortly after, I started getting muscle and joint pain including numbness and pain in my left breast that was dismissed. I also was having a hard time breathing and was diagnosed with exercise induced asthma. I remember sleeping a lot. My hair was thinning, and I started getting cystic acne that was progressively getting worse. Again, my doctors dismissed this to being a working mom and getting older and possibly needing to increase or add more medications. In 2017, I developed fibroids that resulted in ablation surgery, and I had abnormal blood work that showed thyroid abnormalities and was diagnosed with hashimoto's, another auto immune disorder that attacks the thyroid. In (B)(6) of 2021 I was made aware of bii (breast implant illness). After doing some research and speaking to other women with similar stories, I trusted my intuition and made the best decision for my health and underwent bilateral breast implant removal on (B)(6) 2021. Most of my symptoms have subsided or completely disappeared. Upon examining the pictures of my implants there appears to be mold inside, however the surgeon listed no implant conditions on my surgery report. Also, I found out later from my surgeon that there was no indication of manufacturer or anything for that matter on the implant itself. My surgeon would not return my implants back to me as they were a "biohazard" I do not agree with any implants containing any sort of silicone should be on the market. There are not enough long term studies done with credible sources and complete time frames to insure safety. Women have been dismissed from studies because they developed issues. Women have been experiments and have suffered for too long without the correct long terms studies from the FDA. FDA safety report ID # (B)(4).